Event description:
It was reported that the patient presented to the clinic for follow up. Upon interrogation, the left ventricular lead exhibited loss of capture. Fluoroscopy revealed that the lead had dislodged into the coronary sinus. The lead was turned off. The patient was in good condition during and after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.